Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery through a left internal mammary artery (lima) graft. The 85-90% stenosed eccentric de novo lesion was located in a non-calcified and non-tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm apex balloon. A 2.75x12mm taxus liberte' stent was advanced to the lesion, but could not cross. Excessive force was applied to the device, but it still did not cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was completed by placement of a buddy wire and deployment of another taxus liberte' stent. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - a blood like substance was visible within the guidewire lumen. Tactile inspection of the device revealed shaft kinks/twisted located 25-27 cm from the tip. Magnified inspection of the distal components did not reveal any damage to the stent. The outer diameter of the stent was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery through a left internal mammary artery (lima) graft. The 85-90% stenosed eccentric de novo lesion was located in a non-calcified and non-tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm apex balloon. A 2.75x12mm taxus liberte' stent was advanced to the lesion, but could not cross. Excessive force was applied to the device, but it still did not cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was completed by placement of a buddy wire and deployment of another taxus liberte' stent. No patient complications were reported. Patient status is listed as okay.